Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Concomitant product: ICU medical needle-free connector, model mp1000 , lot 3053029, therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an extension set was found disconnected from a non-carefusion needle-free connector during an infusion of tpn to the patient resulting in a small amount of leakage of the tpn. The tubing and connector were replaced. There was no harm to the patient.